Manufacturer narrative:
Tech found bed in repair area. Found signs of fluid ingress on the right ucm cable connection at the right ucm. Replaced the right cable and ucm board to resolve this issue.

Event description:
Complaint alleged that they found 30-34, 30-35 and 30-49 codes on the bed.